Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they were experienced hyperglycemia. Customer¿s blood glucose level was 420 mg/dl. Customer also reported that the insulin pump had external flash crc error alarm and motor error alarm. Customer confirmed that all settings were cleared. Customer was advised to treat his blood glucose using injection. Customer was advised to stop using the insulin pump and refer to backup plan. The insulin pump will be returned for analysis.